Manufacturer narrative:
Zoll medical japan evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing without duplicating the customer's report. An internal inspection found no discrepancies. A foam strip was attached to the flex cable as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power on. Complainant indicated that there was no patient involvement in the reported malfunction.